Manufacturer narrative:
(B)(4). Batch r58e18. Investigation summary: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r58e18. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the anvil of the stapler was discarded.

Event description:
It was reported that during a total gastrectomy, splenectomy, and cholecystectomy procedure for adeno-c2 of the stomach, the esophagectomy anastomosis was performed using the circular stapler, cdh25a. The total tissue thickness was distributed homogeneously within the device without any excess tissue inserted in the circular stapler. The stapler was fired by the professor/surgeon who has experience with using the device. The indicator was located in the low b area of the gap setting scale prior to the firing of the device. The surgeon waited 15 seconds after closing the device and then re-tightened prior to firing the device per the instructions. The stapler was fired by closing the firing trigger of the device completely and the audible and the tactile feedback was detected as in normal process. After the investigation of the donuts, it was noted that the donuts were not fully created. The surgeon does not remember if a complete transection of the cutting washer was confirmed. Anastamosis was carefully inspected for potential leaks. It was noted that the anastomosis had completely collapsed and the clips were placed only on the side of the intestine without proper formation. (The b- formation wasn¿t completed). The corrective action was to cut further the intestine in order to remove the part with the clips and proceed to hand sew the esophagogastrostomy anastomosis. There were no patient consequences and no change to post-op care. The post-operative status of the patient was normal without any further complications and patient was safe and discharged from the hospital.